Manufacturer narrative:
The returned blade was inspected. No friction was felt when rotating the inner assembly within the outer assembly. No damage or skiving of material was observed during visual inspection of the outer surface of the inner assembly under 20x magnification. During this inspection for damage or skiving on the outside diameter of the inner and inside diameter of the outer no patterns that matched the metal flake were identified. No cracking or damage was observed on the outer assembly adaptor body or inner assembly sluff chamber. The inner and outer assembly edgeforms was measured and found to meet print specifications. No root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During an unknown procedure it was reported that when the blade was rotated inside the joint with irrigation, the blade generated a noise, and then a metal flakes came out from the blade. The metal flakes were retrieved from the joint. The procedure was completed with a back-up blade. There was a five minute procedural delay and no reported patient injuries or complications.